Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that on bootup both monitors on the system were showing a "no signal" message. After they rebooted the system the error was gone and functioned normally.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis, and through analysis the reported problem could not be duplicated. The computer booted normally to the application screen. All installed applications started and ran normally. There were no "no signal" errors observed during burn-in testing. There was no fault found with the returned computer. If information is provided in the future, a supplemental report will be issued.